Event description:
Reporter alleged receiving a 10.6 mmol/l result on the compact plus system while feeling lethargic, sweaty, anorexic and being unable to get out of bed. The reporter was taken to the hospital and arrived in 15 minutes. Reporter alleged that at the hospital, she received a result of 10.6 mmol/l on the same compact plus system compared back to back with a result of 1.6 mmol/l on the hospital system when testing was performed within 10 minutes. Reporter stated that she was treated in an unspecified manner for hypoglycemia. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).